Event description:
The manufacturer received information alleging a trilogy evo on screen spontaneous % failed to increase and was inconsistent in its spontaneous respiration operation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and it was confirmed by operational check that the on-screen value of % spontaneous respiration did not increase when alternated between spontaneous breathing and assisted breathing with a ventilator from a state of no spontaneous breathing. The device's software was upgraded from 1.06.05.00 to 1.06.06.00 to address the issue. In addition, the following parts were replaced to prevent failure: air inlet foam filter, and particle filter.